Manufacturer narrative:
The probe tip breaks were confirmed by the investigation. The probe trocars/tips were not returned. The root cause could not be determined. Both physical and thermal damage to the probe was evident. Distal components may have been broken due to excessive mechanical force or thermal breakdown due to excessively high local temperatures at the trocar.

Manufacturer narrative:
The probe has been returned to neuwave medical on 4/12/2107. A review of the device lot history records indicated the probe met all specifications and passed all manufacturing tests. System logs were reviewed and confirmed the system settings and error message noted in the narrative. Physical evaluation of the returned probe is ongoing. An update to this report will be filed when the investigation is complete.

Event description:
The surgeon was performing an open liver resection with 2 certuspr 15 cm probes in a dual probe clip. Some error messages occurred during the procedure. After ~10 short, 20 second ablations, 1 of the probes was determined to have a damaged probe tip. The tip was retrieved from the patient. The damaged probe was replaced with a new pr 15 cm probe and the case was completed without further incident.